Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 01april2019. A follow-up report will be submitted once the investigation has been complete.

Event description:
Customer contacted technical support (ts) stating that unit had light emitting diode (led) failure. It is unknown if the unit was in patient use at the time of the reported issue. No harm or injury was reported. Event date not specified, estimate used.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 25jun19. The manufacturer¿s field service engineer (fse) confirmed the reported light emitting diode (led) issue. The fse replaced the power switch overlay to address the reported problem. Conclusion / root cause of part returned to manufacture: electrically open trace was found on all the leds circuit trace that causes the all light emitting diode (led) not flashing during test. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.